Event description:
It was reported, the patient presented in clinic due to shocks from the device. Upon interrogation, it was observed the patient received inappropriate shocks for a supraventricular tachycardia (svt). It was suspected this was due to the programmed settings of the device. The patient was undergoing a planned ventricular tachycardia (vt) ablation and noise from emi was observed. Additionally, the patient received atp for a vt and the atp was unable to break the arrhythmia but the arrhythmia was later terminated. Reprogramming was performed on the device to resolve the event. The patient was stable.